Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had and the pump had replace battery now alarm. The customer¿s blood glucose level was unknown. The customer stated that the pump kept dying for every 5 hours and changed the battery and had got replace battery now alarms. Customer did not receive a low battery alert prior to the replace battery now alarm and also had power loss alarm. It was reported that the side of the battery was cracked. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional¿s instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with normal operating currents. No unexpected power loss, replace battery alarm or replace battery now alarm noted. Device received with cracked case behind the insulin pump at the battery compartment and cracked battery tube threads.